Event description:
An endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of an svg lesion. It was reported that the endeavor drug-eluting stent was placed and the balloon inflation was completed. It was reported that the delivery balloon did not appear to be deflating until 10 seconds after negative pressure was applied. The total time that it took for the balloon to deflate was approximately 20-25 seconds. There were two devices (MDR# 2953200-2008-00226 and 2953200-2008-00227) with the same event that occurred in the same patient. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Evaluation summary: the delivery catheter was returned to medtronic and the analysis has been completed. The reported deflation difficulties are unconfirmed as the deflation time testing on the returned devices met specifications. It appears most likely that the deflation time issues reported were most likely procedural related but the root cause of the reported deflation issues is undetermined.